Event description:
It was reported the patient has lost weight and she is experiencing pain at the ipg site. Follow-up identified the patient's ipg is lying low on her beltline which is contributing to the pain. The patient is having unrelated surgeries and will consider surgical intervention regarding this issue at a later date.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.